Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to faulty patient board set. Additional findings were as follows: the video connector latch was worn causing poor connection with pigtails and software needed updated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii video system center was not reading 180 scopes. The procedure was completed using the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the malfunction resulted from the faulty patient board set. Olympus will continue to monitor field performance for this device.